Manufacturer narrative:
Sample received and under investigation. When investigation is complete, a supplemental report will follow. The remainder of the information was unattainable.

Event description:
Our (B)(4) representative reported a problem with our wire. Their customer reported a problem with the cladding coming loose of the wire. There was no patient involvement.